Event description:
During a laparoscopic procedure there was a burn to the patient's chest. During the same procedure there was also a burn to a nurses finger tips while holding forceps. Both burns were believed to be minor burns.